Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 1276 mg/dl. They could not control their blood glucose without manual injections. The issue began on (B)(6) 2017. The customer was in the hospital for 4 days. They had no bent cannulas. Insulin exited the tubing. The insulin pump was not returned for analysis.